Event description:
I got lasik on (B)(6) 2014 on the left eye and lasik on (B)(6) 2014 on the right eye. I got a lasik touch up on (B)(6) 2015 on my left eye. The surgeries weakened my retina because on (B)(6) 2016, I had flashes of light on my left eye after I stood up form watching tv. I saw a specialist that next day where he said I had detached retina. I got a retinal tear on my left eye, and a retinal hole on my right eye. I had a prophylactic treatment done on my right eye. I believe that the femtosecond used to create the flap weakened my retina. I would like to add that my identical twin got lasik on one eye in 2006 with the microkeratome (the blade) to create the flap. She has not experienced any retina detachments. Prelasik, my vision was not that extreme either. Before lasik, my prescription was a -4.5 left eye and -3.00 on right eye. I mention that because extreme near sightedness is a cause of retina detachment. Device is located in (B)(6). Needed immediate prophylactic treatment on left eye. Right eye was treated a few days later.